Manufacturer narrative:
Other text: additional information: a1, h6,h10: information was received indicating that the event occurred during yearly inspection/test. No patient was involved.

Manufacturer narrative:
One medfusion pump was returned for investigation in used condition. A motor rate error (mre) was found in the event history log (ehl). The mre was also replicated during an occlusion test. The customer reported product problem was therefore verified. The mre was produced because the motor assembly components were worn from normal use. The pump was over nine years old. The worn motor assembly components were replaced to address the reported product problem.

Event description:
It was reported that the drive train on the medfusion pump was noisy. No patient injury or complications were reported in relation to this event.